Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a cerebrospinal fluid leakage during an implant procedure. As a result, the case was abandoned.

Event description:
Follow up revealed that the patient experienced weakeness in both legs following the dura leak which has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.